Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abortion spontaneous ("two miscarriages") and pregnancy with contraceptive device ("pregnancy on essure") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy with contraceptive device and miscarriage. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: the current case is linked to the case (B)(4) (for 1st pregnancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 25-aug-2017: events progressive dysmenorrhea, infections and menorrhagia were deleted because this is a second pregnancy case. Historical conditions of pregnancy and miscarriage added. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abortion spontaneous ("two miscarriages") and pregnancy with contraceptive device ("pregnancy on essure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("progressive dysmenorrhea"), infection ("infections") and menorrhagia ("menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, infection and menorrhagia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, infection, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the current case is linked to (B)(4) (for 1st pregnancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.